Manufacturer narrative:
The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip with customer applied glue/adhesive to reservoir tube lip area, deep scratches on casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, scratch on serial number label and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the plastic transparent ring at the reservoir compartment is loose. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced. No further details given.